Event description:
The doctor reported file separated at mid root. The doctor did not attempt to retrieve the file and referred the pt to an endodontist for retrieval. In a follow up call in april, 2003, the doctor reported the pt was still in the care of the endodontist. The doctor further reported that the pt developed an infection, which was treated with an antibiotic and that an apicoectomy was scheduled for the following week.